Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a chemoclave® vented bag spike where it was reported chemotherapy drugs leak from the blue-white junction. Patient told that the drug dripping on his right arm. And rinse with water and clean with hand wash. Afterwards, there was no redness, swelling or discomfort and keep observe. Concomitant device was not used. Device was not use for chemo. There was patient involvement, no patient harm and no delay in critical therapy.

Manufacturer narrative:
No ch-14 product sample was returned for investigation. Customer provided one (1) photo showing that there is leakage at the blue-white junction. The device history report (DHR) was reviewed and there were no non-conformances found that would have contributed to the reported complaint. The complaint can be confirmed from the photo provided. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.